Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change for an ilet user with a steel 6 mm contact/detach infusion set, insulin delivery was temporarily interrupted, after which the caretaker, guided by support, completed a cartridge and infusion set change and insulin therapy was resumed; the highest documented blood glucose was 259 mg/dl and the device did not alert. Symptoms included none reported. Outcomes included transient hyperglycemia that did not require medical intervention and was corrected by resuming insulin therapy, with non-medical assistance provided by a caretaker due to patient blindness. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms and no device malfunction identified, and the event was consistent with hyperglycemia due to interruption of insulin during the set and cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.